Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the device's trigger was intermittently sticking. The device was passed off the field and a new device was opened with no reported issue. There was no patient injury.